Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address the bg. Customer re-loaded the cartridge to resolve the issue.